Event description:
It was reported by the customer the siderail was unable to be latched. No adverse consequences reported.

Event description:
Customer reportedly received results of 390 mg/dl and 116 mg/dl within 10 minutes on the advantage system. Customer states test strips had been exposed to extreme cold. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.